Event description:
It was reported a patient experienced a fall, leading to dislocation of a left shoulder arthroplasty on an unknown date. The shoulder was left in the dislocated position for several days and after unsuccessful attempts of a closed reduction, the patient underwent a conversion to a left reverse total shoulder arthroplasty approximately a month ago. Subsequently, a day later, the patient developed a dvt in the forearm that was successfully managed by a cardiovascular team and no further complications have been reported. No further information is known at this time.

Manufacturer narrative:
(B)(4). D10: medical product: catalog#: 118001, versa-dial/comp ti std taper, lot#: 633410. Catalog#: unknown, stem, lot#: unknown. Catalog#: unknown, cement, lot#: unknown. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. Reported event was confirmed as procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records will not be performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02749, 0001825034-2023-02751, 0001825034-2023-02753 h3 other text: remains implanted.